Manufacturer narrative:
The device was returned for analysis. The reported break was able to be confirmed. The reported material too soft / flexible was unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. It is possible that inadvertent mishandling during unpackaging/removal from the dispenser coil resulted in the noted stretched coils, the noted scraped teflon coating and ultimately resulted in the reported/noted distal core break; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that after the versaturn guidewire was opened, it was noted that there is no support at the tip. The wire was too soft. This meant that the versaturn wire was found broken when the device package was opened. No patient was involved. Another versaturn was used to complete the procedure. Analysis of the returned device found the guide wire (gw) was returned with dried blood in the coils and on the device. The distal core was separated from the distal solder ball. The teflon coating was scraped sporadically on the entire length of the core. The customer reported that physician's gloves were stained with blood when he was handling the wire; resulting in the dried blood on the returned device. No additional information was provided.